Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : na.

Event description:
It was reported that there was a four second pause on telemetry while the patient was recovering from an unrelated procedure. During a capture test, an out of range lead impedance was observed. The physician suspected a proximal coil fracture. The lead was capped.